Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system there was damaged tubing. The following information was provided by the initial reporter. The customer stated: "the operating room nurse pulled out the needle core after puncturing the patient and found that the extension tube near the needle wing was broken."

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.